Manufacturer narrative:
Submit date: 2017-06-27.

Event description:
The customer reported that while in use with a patient, the nurse clamped the tubing and the medicine was pushed through the side port when the nurse heard pop noise in the pump. The customer found that the flexible portion of the feeding tube had detached and started leaking formula. No patient injury or harm reported.

Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures and quality assurance. One used sample was received and evaluated. The sample received shows a detachment between the silicon tube and the mystic connector (black ring). A functional test was performed. The silicon tube was reconnected to the mystic and was placed in the pump. No detachment was observed and the failure mode could not be duplicated. The possible root cause for the detachment could be related to stretching the tubing before use or incorrect placement in the pump causing additional stress to the tubing and detachment. Since the failure mode could not been duplicated the failure mode reported is not confirmed as manufacturing related and no corrective actions will apply. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.